Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 24ga 0.75in y had foreign matter. The following information was provided by the initial reporter: presence of a blue wire of about 1mm at the end of the bevel of the catheter when it comes out of the packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 24ga 0.75in y had foreign matter. The following information was provided by the initial reporter: presence of a blue wire of about 1mm at the end of the bevel of the catheter when it comes out of the packaging.